Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime. Customer stated that they were attempting to change the set and fill the tubing when the alarm occurred. The drive support cap was noted to be protruded however, was never pressed. The insulin pump was not dropped. Customer's blood glucose reading at the time of the call was 232 mg/dl. Customer mentioned having blood glucose readings of 57 mg/dl when she went to hyperbaric chamber. Customer treated by eating. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the rewind. However, the insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.